Event description:
Per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex (device #1) mesh. Per operative notes, ¿the umbilical hernia was noted and dissected. A large ventralex mesh (device #1) was placed over the defect and sutured in place.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent symptomatic ventral incisional umbilical hernia and pain thereby underwent laparoscopic repair with partial removal of ventralex mesh (device #1) and implant of ventralight st using echo ps (device #2). Per operative notes, ¿adhesions of omentum and hernia defect were removed. The hernia defect in supraumbilical side was noted. The mesh (device #1) was seen bundled up below the defect. The portion of the mesh (device #1) was removed and ventralight st using echo ps (device #2) mesh was placed in the epigastric area and tacked circumferentially.¿ (B)(6) 2018 - patient was diagnosed with small bowel laceration thereby underwent open repair with removal of old meshes (device #1 and #2) and small bowel resection. Per operative notes, ¿the small bowel was resected. Adhesions and old meshes (device #1 and #3) were removed and defect was closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralight st using echo ps (device #2). An additional supplemental emdr was submitted to represent the ventralex mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.